Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient arrived for MRI today but stated that something was replaced or revised with their implant this last summer/july but they do not have any documentation of it and their ID card still shows the original implant information from (B)(6) 2022. The caller reported the patient stated they charged their programmer before coming to the MRI appointment today but it was not powering on and screen was unresponsive. Caller confirmed the communicator was powering on. Caller expressed concern that the patient was confused and was going to cancel the MRI appointment. Caller will encourage the patient to contact medtronic patient services for further troubleshooting support. Caller also plans to following up with managing physician's office to inquire if any device revisions or replacements took place. Additional information was received from the patient on (B)(6) 2026. They reported that they have tried charging the handset but the screen is not responsive. Determined the patient was not using appropriate charging cable/adaptor. Ordered pa9101 kit for patient via repair. Recommended patient call back once they receive new charging cables/power adaptor for assistance using their programmer if needed. Additional information was received from the patient on jan 26 2026. They reported that they haven't received replacement yet. Agent explained that sometimes that could be delays due to inventory is challenges with the carrier. During search it was discovered that product wasn't shipped until the following day and is scheduled for delivery today before noon and provided tracking number to patient. Reviewed use of power adapter. Additional information was received from the patient on 2026-jan-27.  Patient called and got disconnected. Called patient back and got a message number was no longer in service.